Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report air bubbles in the infusion set and high blood glucose levels between 300 and 500 mg/dl. No further details were provided.